Event description:
Epidural pump battery malfunctioned. Battery was reported low and pump was plugged in to every outlet, but would not charge. After this occurred pump shut off giving nursing 3 minutes to deal with battery error. Patient was then disconnected from infusion pump for 30 minutes.